Event description:
It was reported that during an unknown procedure, it was found that the tip was damaged. Another device was used to complete the case. No pieces were left inside the patient. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: did tip break off of grasper? No information. Did piece fall into patient? No. If piece fell into patient, how was piece retrieved? Na. Was there any change to procedure or post-op patient care? No. Is tip being returned with rest of grasper device for analysis? No information. If not, please provide rationale for not returning all device components for analysis. Na.